Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they found multiple leaks with the reservoir. The customer's blood glucose was unknown at the time of incident. The customer's mother reported that there were leaks through the tubing and past the first o-ring. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Performed pre-fill reservoir test and found no leakage anomaly during filling. Also performed a manual test to the reservoirs and found the plungers easy to connect/release from the stopper-plungers. No leaks were found.